Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The user checked the b-cabinet and found that the flexvision pc failed to startup. The user manually turned the flexvision pc on, and the system completed startup normally. Review of the system log file showed a malfunction of the flexvision pc. The philips field service engineer (fse) inspected the system onsite. Upon troubleshooting fse replaced the cmos battery in the flexvision pc, and loaded sw on touch screen module (tsm)-b. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.